Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a vibratory alert and had complaints of dizziness. Attempts at transmitting recorded episodes to a clinic were unsuccessful. The patient presented in clinic and backup vvi was confirmed. Programming changes and a cybersecurity upgrade was completed to prevent further episodes. The patient was stable.

Manufacturer narrative:
Malfunction should have been selected instead of serious injury.